Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 45 mg/dl and a high of 576 mg/dl. The customer treated his low blood glucose level with food. The customer had back surgery and was on medication. The insulin pump was exposed to a MRI and cat scan. The displacement test passed. The customer's high blood glucose symptom was that he was tired all the time. He treated his high blood glucose level with the insulin pump and shots. The device was not returned.